Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet, and the investigation is in progress. Once the investigation has been completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the glenoid impactor tip broke during impaction. The event occurred intra-operatively during impaction of the glenoid component. Attempts have been made, and no further information has been provided.